Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain dream station humid. The manufacturer received information that the patient alleging nasal, throat, eye irritation and coughing. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed the dust/dirt and fibrous contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, the air inlet of the motor, and on the heat plate was inconsistent with degraded sound abatement foam contamination. The flip lid locking mechanism was damaged. The presence of contamination within the airpath suggests a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination. The humidifier contained large amounts of mineral deposits in the water chamber and there was evidence of water ingress in the blower box and on the heater plate. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer can able to confirm the contamination.